Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06464. It was reported that the patient presented for a routine generator change. Preoperative interrogation revealed a large number of right ventricular lead noise reversions. During the procedure, the physician noted that both the right atrial and ventricular leads had insulation wear. The physician repaired the leads during the procedure and the patient was in stable condition.